Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they already placed the capsule on the patient and it will not connect to 3 recorders. They open up another capsule and it paired just fine. There was no patient and user harm.